Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous right coronary artery (rca) that is 90% stenosed. A non-abbott guide wire was advanced and a 2.5x13mm non-abbott balloon was attempted to be advanced; however, failed to cross. The 2.5x15mm nc trek balloon dilatation catheter (bdc) was advanced and resistance was felt with anatomy. The bdc ruptured at 10 atmospheres. A non-abbott balloon and two 2.5x13mm and 2.75x38mm xience stents were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.